Event description:
Approx seven months following the placement of two cypher stents, the pt returned for follow up. Repeat angiography (with ivus) revealed an avulsion type fracture of the stent placed in the mid right coronary artery (rca). Additional comments note that this was at an angulated section between the mid and distal rca. There was no restenosis and no intervention was required. This pt was admitted for further eval due to stable angina. There is no history of previous myocardial infarction or previous percutaneous coronary intervention. Coronary angiography revealed 2 vessel disease. The target vessel is described as an eccentric, non-tortuous, de novo segment of the rca. This lesion had angulations with no calcification or thrombus reported. Lesion length was 10-20mm. It is unknown if the lesion was pre-dilated. A cypher 3.5 x 33mm stent was placed followed by a cypher 3.5 x 18mm stent. Maximum balloon pressure is reported at 14 atms. It is unknown if post-dilatation was performed.